Manufacturer narrative:
(B)(4). Concomitant medical products: 30103605 ¿ g7 liner - 65256641; 110010244 ¿ g7 shell ¿ 65273275; 00877503602 ¿ biolox ceramic head ¿ 3090857; 00625006535 ¿ bone screw - j7149850. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01636 and 0001822565 - 2022 - 01638.

Event description:
It was reported that patient underwent a left hip revision approximately 15 days post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon review of additional information received from the reporter, it was determined that this device did not contribute to the reported event, as the device was not explanted. The initial report was submitted erroneously and should be considered void. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received reported that this device was not revised and determined noncontributory to the reported event.